Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield of the bd pegasus¿ safety closed IV catheter system failed to activate after a needle puncture was performed. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that the safety shield of the bd pegasus¿ safety closed IV catheter system failed to activate after a needle puncture was performed. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. Inspection of the returned device displayed a deformed tip-shield that was inhibiting the proper function of the v-clip. The batch record was reviewed, no related abnormalities were found. The most likely root cause for this situation is related to the v-clip assembly station, however this conclusion cannot be finalized at this time. Bd is looking into the feasibility study to determine the causal mechanism for this defect. Bd will continue to track and trend for this issue.

Event description:
It was reported that the safety shield of the bd pegasus safety closed IV catheter system failed to activate after a needle puncture was performed. There was no report of exposure, injury, or medical intervention noted.